Event description:
It was reported by the customer that a bd pyxis¿ generic es server device did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server device did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that one patient was not shown on all stations. The technical support specialist (tss) remoted onto the server and found that the patient had two visits, one marked as admit cancelled and the other as admitted. Transactions had been run against the admitted patient. The system functioned as intended after the technical support specialist troubleshooted the issue.